Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms during an implant procedure. The ra lead was removed and replaced prior to pocket closure and the device continues to remain implanted and in service. No adverse patient effects were reported.